Manufacturer narrative:
Additional information: device evaluation: the complaint device was returned to the manufacturer for physical evaluation. A visual inspection was performed on the sample. During the disinfection of the sample, three pin holes were observed in the cassette film. The reported leak event is confirmed. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no deviations, rework, or non-conformances identified during the manufacturing process which could be associated with the reported event. There were no equipment failures documented during the assembly process. There were no sharp edges found in the production lines or the machines that could cause a pin hole. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The investigation into the cause of the reported leak incident was able to be confirmed. An evaluation of the returned device identified three pin holes in the cassette film.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was having drain complications in some drains and have fluid leaking in fill 5 of 5. The patient stated that the fluid leak was found inside of the cassette door area. The patient had been able to complete treatments with manual pd therapy until the replacement cycler was delivered. The patient did not experience any adverse reaction or require any medical intervention. The patient was not prescribed prophylactic medication. The patient is currently dealing with fibrin but no medical intervention was taken for the fibrin and there was no serious injury due to the fibrin. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The cassette has been made available to be returned to the manufacturer for physical evaluation.